Event description:
It was reported that the patient¿s catheter was frayed or fractured. The patient¿s pump was previously explanted, but a portion or the entire catheter remains implanted. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).